Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 140 mg/dl, compared with the sensor glucose reading of 79 mg/dl. The customer's mother stated that there had been discrepancies between the sensor and blood glucose readings about 10 days prior as well. She stated that the predict low alert kept going off even though the blood glucose levels were fine. She confirmed that the customer did not have low blood glucose. She also noted that the insulin pump had alarmed lost sensor as well. She was advised to monitor and to call if the issue were to recur. Nothing further reported.